Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and the issue was resolved after the computer was replaced. The system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. Analysis found that the computer booted normally to the application screen. The medtronic representative was able to boot the computer and start the cranial application multiple times during the burn-in testing. Analysis found that there was no failure found with the computer. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that while the medtronic representative (mr) was onsite to evaluate a prior case, she reported that the system took a long time to turn on. Upon start up, the system remained on "no signal" for longer than 2 minutes. The mr restarted the system 4 times and each time, the delay between the power on and the gui appearing kept getting longer (2/4/5 minutes). Upon the 4th try, the system no longer showed the user interface and remained at "no signal" without improvement. There was no patient present when this issue was identified.